Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an incompatible scope communication error. The event occurred during a therapeutic lower gastrointestinal examination procedure during inspection for use. The intended procedure was completed using a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects, image snowflake. Based on the results of the investigation, a probable root cause of the customer's allegation could not be identified. Regarding the nozzle having foreign objects, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The most probable cause of snowflake image is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.